Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 237 mg/dl, 184 mg/dl and 89 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated he did not have any strips left and so no product will be returned for eval.